Manufacturer narrative:
Device evaluated by MFR: other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt was made to obtain missing information; however, the account did not have the information. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's left eye as the patient was not happy with the multifocal implant. The patient was not able to read and has tried for almost a year. The patient complained of poor vision, dysphotopsia, and not tolerating the lens. There was no vitrectomy, incision enlargement, or sutures reported. There was no patient injury. A non-johnson & johnson light adjustable lens was implanted as a replacement. The patient has recovered. It was noted that the device will not be returned as it was discarded. No other information was provided.

Manufacturer narrative:
Corrected data: in review, it was also noted that instead of code 4115, an incorrect code (4114) was inadvertently entered in the section h6 (type of investigation) of the initial MDR report and the "h3-81 (other)" justification in the "h10" should have indicated that the lens was discarded which it did not; therefore, the information has been corrected in this supplemental MDR report as indicated below: section h6: type of investigation: 4115 section h3-other (81): the intraocular lens (iol) is not returning for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.